Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this inflatable penile prosthesis (ipp) underwent a thorough analysis. The pump was visually inspected and underwent leak and functional testing. The pump tubing was cut down to the block and it was not returned for analysis. The pump passed leak testing; however, it did not pass activation tests. The reservoir was visually inspected and underwent leak testing. Fluid leakage due to a hole in the reservoir kink resistant tubing (krt) was found. In addition, wear at a fold was found in the reservoir shell, and the collet was found to be misaligned from connector. The device issues identified during analysis could have caused or contributed to the reported clinical observations.

Event description:
It was reported that this inflatable penile prosthesis (ipp) was not working properly. Two weeks later a revision surgery was performed, upon examination a hole in the reservoir was found. The pump and reservoir components were explanted and replaced. No patient complications were reported.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that this inflatable penile prosthesis (ipp) was not working properly. Two weeks later a revision surgery was performed, upon examination a hole in the reservoir was found. The pump and reservoir components were explanted and replaced. No patient complications were reported.